Manufacturer narrative:
Based on additional information received and further review of the file, the previously reported patient codes of (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of their urinary retention and a urinary tract infection (uti) symptoms was unknown but were related to their underlying urinary dysfunction. Also, they did not know their history of utis but noted it was ¿listed somewhere¿. The patient noted the retention and uti were not related to the device. They mention actions/interventions performed for the issues included medications and rest along with the use of the implanted device. The patient reported the retention and uti issues were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they thought their implantable neurostimulator (ins) was not turned on because they were not feeling sensation and they had a bladder infection and urinary track infection (uti), not voiding entirely and doctortold them to call medtronic. Patient adjusted stimulation last night but they were not feeling stim but stim was on. It was asked patient to sync with pp and setting was p3 @ 1.6v and patient increased stimulation to 2.3v and they were feeling stimulation. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.